Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30519. It was reported that the patient experienced weakness in their legs and difficulty standing following a trial implant on (B)(6) 2020. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the trial leads were explanted. Post-operatively, the patient recovered.